Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record, similar complaint query and corrective and preventive actions (CAPA) database were not performed as the specific failure mode, part and lot numbers for this complaint were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the surgical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment medwatch report #mw5155806. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medwatch report received that states "as reported by the (B)(6) field clinical specialist, perclose failed after a tavr(transcatheter aortic valve replacement) procedure. A cutdown was performed due to a the perclose failure. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."